Event description:
It was reported the pt was dissatisfied with his spectra penile prosthesis as he stated it was making a sound. The device remains implanted. Additional info was requested.

Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.